Manufacturer narrative:
(B)(4). The customer reported 12 lead ECG failure. There is no report of negative pt impact. The device and accessories were sent to the philips bench for eval. The reported symptom could not be reproduced. The device and accessories passed all performance verification testing. We are unable to determine the cause of the reported symptom since it could not be duplicated.

Event description:
The customer reported 12 lead ECG failure. There is no report of negative pt impact.